Event description:
It was reported when the patient was implanted with the pump it was ¿500¿ and it was too much medication at the time. It was making the patient sick to his stomach and the dose had to be dropped back. The dose was dropped back to 400 a couple days after (B)(6) 2014 and then he had to come back for it to be lowered. The dose was raised a little bit since then, but the patient was much better than with the first pump at ¿1400 something.¿ refer to manufacturer report # 3004209178-2014-00941 for previous pump system.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
.

Event description:
The system was being used to deliver baclofen.